Event description:
It was reported by the rep the device was used during a liver resection. It was reported sometime in early july a pt was getting a liver resection for a tumor on her liver. The surgeons were using the harmonic scalpel. The heptic artery was hit and there was uncontrolled bleeding. The surgeon tried to stop it but the pt bleed out and died. It was not reported to the rep directly, she heard about it from a rep from another hospital. There were no apparent problems with the device during the case.